Manufacturer narrative:
Device not returned for analysis.

Event description:
It was reported that artificial urinary sphincter (aus) device pressure regulating balloon (prb) was removed and replaced due to prb herniated as a result from an different surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.